Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 7495-51, serial/lot#: (B)(4), ubd: 05-dec-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an implantable neurostimulator (ins) pocket infection and erosion of the ins and the right side chest. They required an explantation of the right ins and right extension. No known environmental/external/patient factors contributed to the issue. No known diagnostics/troubleshooting was done. Interventions included the explantation. The issue is reported to be resolved.